Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported. Additional information was received by the field that the ra lead exhibited low out of range pace impedance measurements and no capture thresholds. A new ra lead was implanted and remains in service. No adverse patient effects were reported.